Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for the event. Pd therapy was discontinued. It was unknown if the patient had recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Four days after the event onset, the patient passed away at the hospital. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.